Event description:
The customer reported that the system's collimator was blocked, ending the examination. When the collimator is blocked (closed), it will render the system unusable. There is no report of patient injury associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.